Manufacturer narrative:
(B)(4). Final report: optimized ortho launched an investigation into this event. No complaint devices were returned to optimized ortho by the customer. Thus, the devices history was investigated which included reviewing ops processes, and any available pre and post operative imaging of the patient. All manufacturing steps of implant positioning and report generation were reviewed. All operations were completed correctly according to the work instructions. No deficiency was found with any of the ops related process. Therefore, it is not indicated that ops would have contributed to the stem subsidence. Based on the available information, optimized ortho has concluded that this event was unrelated to the use of ops technology. There is no evidence to suggest that this issue is systematic. Therefore, no further corrective or preventive action is deemed necessary. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Hip revision due to subsided stem implant.

Manufacturer narrative:
Case-(B)(4) initial report: we are currently in the process of retrieving further information to perform investigation. We will provide a follow up report upon completion. This report is filed with the FDA due to an event experienced with a device that is same/similar to those placed on the market in the USA, however, this event occurred outside of the USA. Please note: the submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.